Event description:
Reporter alledged a c2801 ventilator failed to alarm, when the patient circuit became disconnected. The ventialtor alarm settings were unable to be obtained. The hospital's bio-med reportedly inspected the ventilator after the incident and could not duplicate the alledged event. The unit passed performance testing. No parts were replaced. It is not verified the alarms malfunctioned, and no malfunction may have occurred. Reporter expressed to rn that she felt the ventilator was part of the root cause of the patient expiring. This ventilator was put back into service and no further report of alarm malfunctions have been reported. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.